Event description:
Pt reported setting off airport detector. Troubleshooting was performed by MFR technical service representative - pt was jolted while attempting to increase amplitude. MFR representative recommended pt turn down the device to lowest setting and then off. Referred pt to doctor. Hcp unable to confirm event-has not seen pt in over a year. No report of device explantation. A follow-up report will be sent if additional info is received.